Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews (B)(4).

Event description:
It was reported that the intensive care unit registered nurse attempted to deflate the foley balloon . The balloon was reportedly deflated, but the foley remained stuck in the patient. The patient allegedly required lidocaine jelly at the insertion site, as well as morphine and dilaudid due to pain when the foley was removed. The nurse reported that the tip of the foley appeared to be folded back on itself.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the intensive care unit registered nurse attempted to deflate the foley balloon . The balloon was reportedly deflated, but the foley remained stuck in the patient. The patient allegedly required lidocaine jelly at the insertion site, as well as morphine and dilaudid due to pain when the foley was removed. The nurse reported that the tip of the foley appeared to be folded back on itself.